Event description:
A malfunction alarm was reported with a displayed malfunction code of malf 6. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for the pump to be replaced under warranty and provided the customer with instructions on placing the pump into storage mode. The customer was advised on steps to take upon receiving the replacement pump and instructed to return the faulty unit using a pre-paid label within 10 days. Meanwhile, the customer planned to use multiple daily injections (mdi) as a backup insulin delivery method.